Event description:
It was reported the device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the anvil appears to have come loose from its seating. The surgeon had to put it back in place to finish firing the device. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973945. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan/condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damged; condtion of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout contition present, no and result of attempted firing, n/a. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with a damaged closure tube anvil crimp. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.